Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Exact implant and explant date is unknown. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects; ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity can also contribute to these conditions."

Manufacturer narrative:
This follow-up report is being filed to correct information.

Event description:
Biomet orthopedics received very limited information from an independent retrieval lab pertaining to explanted products forwarded to their lab for analysis. Information provided indicates that a patient underwent knee arthroplasty on an unknown date and was revised approximately one year later due to dislocation.